Event description:
She has a malfunctioning pacemaker. This pt presents with syncope with facial injury. She is completely pacing dependent due to complete heart block. This was the 1 lead that was capped, malfunctioning rv lead, very likely due to a lead fracture, below the left clavicle.